Manufacturer narrative:
Lifescan has requested the return of the subject meter and strips for evaluation, but has not yet received them. If either the meter or strips are returned, lifescan will evaluate it/them and, if either the meter or strips do not pass inspection, lifescan will inform FDA of the results in a supplemental report.

Event description:
The lay user/patient contacted lifescan in 2007, and alleged that his one touch ultra meter was not powering on. This complaint was classified based on the customer care advocate (cca) documentation. The patient reported that the alleged issue first occurred in early 2007, (exact date/time not provided). On the event date, at 7:00pm, the patient took an increased dose of insulin (70/30 novolin - 80 units) and while taking this experienced dry mouth. He was not tested on another device at the time of concern. At the time of troubleshooting, it was verified that this was not a new product and that there was not meter trauma. The patient was using the correct test strips and the battery was correctly installed. The condition of the battery contacts was also good. It was also verified that the patient had replaced the battery per the owner's manual. The meter did not turn on when the power button was pressed or when a test strip was inserted all the way into the test strip port. This complaint is being reported because the alleged issue was not resolved with troubleshooting and the reported issue started a month prior to the patient administering an increased insulin dose while experiencing the symptom of dry mouth. Replacement products were sent the lay user/patient.